Manufacturer narrative:
Concomitant medical products: product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2019, product type: extension, product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2019, product type: extension. Other relevant device(s) are: product ID: 3708240, serial/lot #: (B)(4), ubd: 25-sep-2011, UDI#: (B)(4); product ID: 3708240, serial/lot #: (B)(4), ubd: 25-sep-2011, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) via a manufacturer¿s representative (rep). The rep reported that the patient presented with increased tremor in her hand. The rep reported that the staff checked impedances and every electrode was over 10,000 ohms. The rep noted that the patient didn¿t do anything abnormal. The rep reported that the patient was scheduled to get a battery revision to see if that would change the impedances. The rep first read the battery before the case and all impedances were over 10,000 ohms on each electrode. The rep reported that in the operating room (or) they took the leads out of the battery and tested them in a wireless external neurostimulator (wens), electrodes 8-15 were over 40,000 ohms and electrodes 0-7 were over 20 ,000 ohms. The rep reported that they then went to the extension connection site. The rep tested each 1x4 extension in the wens and they all tested within range. The rep reported that they placed new extensions and tunneled them to a new battery and once connected, impedances were tested again and all were within range. The rep noted that the extensions were faulty. The issue was resolved. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 3708240, serial#: (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: extension. Product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: extension. Analysis of the lead (B)(4) found that all the conductors were broken at the proximal end of the segment. Analysis of the lead (B)(4) found that all the conductors were broken 11.2 cm from the proximal end. If information is provided in the future, a supplemental report will be issued.